Event description:
The customer reported that the device displayed the message 'shock equip malfunction'.

Manufacturer narrative:
The customer reported that the device displayed the message 'shock equip malfunction'. The device was evaluated at philips, and the failure was confirmed. Replacement of the therapy pca resolved the reported issue.